Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during side-to-side anastomosis of pediatric proximal pancreaticoduodenectomy, the surgeon fired the device by 1cm however it stopped and the display screen became blackout suddenly. As the adapter manual tool was under sterilization, the surgeon removed the device from the tissue by turning the backside of the adapter with forceps. The handle was reinserted to the charger however the status indicator of the charger flashed red. There was tissue damage. The surgical time was extended by less than 30 minutes. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.